Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient wanted to know if they could have an MRI of the abdomen. Reviewed guidelines and risks of MRI's below the head. Patient stated they think they may have had an MRI since getting the interstim implanted and are concerned this may have caused them to have a lot of back pain. Patient stated they think the back pain started sometimes after getting the interstim implant. The patient was redirected to their healthcare provider to further address the issue. Patient will check medical records to see if they actually did have an MRI following interstim implant or not. Patient plans to discuss interstim device removal options with managing physician at an upcoming appointment on the 23rd.